Event description:
At 1830 on 2-17-97 nurse found foley catheter lying on bedding with balloon end missing. Urologist was consulted. Another foley catheter was reinserted without difficulty. On 2-19-97 pt was taken to or for removal of distal 1/3 of catheter via cystoscopy.